Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device shows error circuit disconnected and occlusion on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical went onsite for investigation. The exact root cause is undetermined, but most likely it is due to an audible leak coming from within gde causing the simultaneous circuit occlusion and circuit disconnection alarms. Vyaire medical field representative has initiated gde replacement, reconfigured device serial number (sn) and manufactuirng (mfg) codes. Performed calibration (est/ovp), unit passed all test and worked according to manufacturer specifications.